Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the add'l info received. Based on a review of the provided medical records, a pt with a history of smoking and three prior c-sections underwent repair of a ventral hernia with a composix kugel mesh on (B)(6) 2003. In (B)(6) 2004, it was noted that the pt appeared to have developed a new hernia defect distal to the previously implanted mesh. Over the course of the following year, the pt reported abdominal pain and discomfort. Two hernia repair surgeries were canceled in that time because the pt missed pre-op appointments. In (B)(6) 2008, a hernia is again noted and repair surgery is recommended. The medical records do not extend beyond this recommendation in 2008. The medical records do not indicate a device failure or that the mesh was explanted. Based on the info provided, the pt developed a new hernia distal to the mesh repair. A mfg review was performed and did not find evidence of a mfg related cause for the alleged event. Based on the medical records provided, it does not appear that a device failure has occurred.

Event description:
Based on a review of medical records provided by the pt's attorney: (B)(6) 2003 - repair of ventral hernia with a composix kugel mesh, omentum densely adherent to hernia sac. On (B)(6) 2004 - fascial defect noted to be consistent with new ventral hernia distal to previous repair. On (B)(6) 2004 - pt presents with recurrent ventral hernia 5cm in diameter below previous repair. On (B)(6) 2008 - pt presents with possible recurrent hernia, bulge and discomfort in lower abdomen.